Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during the debridement of the patient's right lower extremity, the clinician attempted to start epinephrine infusion due to patient hypotension. The infusion pump showed an error message "deactivate, open door". The pump was alarming and would not start. The only function working was the open and close door buttons. The provider retrieved another pump. The new pump would not work and showed error # 1208. The provider retrieved a third pump that worked for 2 hours and then alarmed, showing an error message "deactivate, open door". The patient required epi boluses to maintain adequate pressure during this event.